Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip that was completely detached from its base, and it was only held by the conductor wire. The broken piece was hanging from the instrument. Components adjacent to this broken grip showed damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the force bipolar instrument was observed to have a bent tip. No fragment fell into the patient. The customer completed the procedure using the same system. No known impact or patient consequence was reported.